Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number 1219602 (s+n mansfield). The correct manufacturing site registration number is (B)(4) s+n (B)(6). Corrected data: g1 contact information.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the products and reported incident cannot be established. DHR/ batch record, complaint history search, IFU, and risk management review are not possible as the device information are not available at this time. Without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device. It is not possible to suggest factors unrelated to the manufacture or design of the device that could have contributed to the reported event as the device information is not available. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during (B)(6) 2012 - (B)(6) 2013, the patient had left shoulder pain with recurrent rtc tear. It was identified on (B)(6) 2013, a device deficiency, the suture was in place but it had elongated from the anchor itself. The patient was treated with a revision surgery where the anchor was removed and replaced. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.